Event description:
Boston scientific received information that during a routine patient follow-up, this right ventricular (rv) lead presented with an increase in the pacing impedances to greater than 2,000 ohms. It was noted that since the last device replacement, the impedances have increased, but have been within the normal ranges. Isometric testing was performed and no noise was observed. A data disk was sent to a boston scientific technical services (ts) agent for further analysis. A ts consultant reviewed the data and discussed that the rv impedance trend data appeared instable. Although the pacing impedance impedances would be stable around 1250 ohms, there were several measurements that were above 2,000 ohms. The occurrences of these out of range measurements have increased since (B)(6). The shock impedance measurements did fluctuate between 55 to 80 ohms but this is still considered within normal range for this lead. The ts consultant discussed that this behavior is consistent with a lead issue and a revision should be considered. A memory download from the associated device was performed and will be submitted for further analysis. No adverse patient effects were reported.

Event description:
The memory download was performed and sent to boston scientific technical services (ts) for evaluation. A ts consultant reviewed the data and discussed that the pacing impedance measurements have been increasing over the past year, with some measurements fluctuating to above 2,000 ohms. The frequency of the fluctuating measurements had increased since (B)(6) 2011. The shock impedance measurements have remained stable. A review of the episodes found no noise on the ventricular channel; however, there were some artificial signals observed on the shock channel in only one episode that did not resemble myopotential noise. The ts consultant discussed the performance of several troubleshooting techniques to determine the source of this noise. The sales representative did report that during testing, no noise was produced on the rv and shock channel with muscle movements. An electrogram (egm) was then sent to the ts consultant for further review. The ts consultant discussed that the noise observed on the rv channel was not being oversensed by the device and was not related to the noise that was observed on the shock channel in a previous episode. The ts consultant suggested performing additional impedance testing on the lead and to consider shock delivery to test the integrity of the system. If the issue could still not be resolved, a lead revision should be considered. No adverse patient effects have been reported.

Manufacturer narrative:
At this time, this rv lead remains implanted and in service. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Additional information was reported that a lead revision was performed. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported. As the rv lead will not be returned for analysis and no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead remains in service at this time. Once the data from the memory download has been analyzed, this report will be updated.